Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was excellent physical condition. Primary audible alarm post and auxiliary control unit (acu) watchdog failure found in pump event history log. During functional testing using the power up process, the reported issue was unable to be duplicated. The root cause was unable to be determined. No actions will be done to correct the reported problem. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump exhibited a system failure (auxiliary control unit (acu) watchdog failure). No patient injury was reported.